Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges waking up and coughing, and also alleges the unit was not working properly. The patient reported that "something is happening" and the patient is concerned about cancer risk. The patient reported this has been occurring for approximately years. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The patient reported his/her current condition as "feeling good" and "tired during the day, but okay". The patient reported the device setting was at 13. The patient cleans the hose and mask with dish detergent and changes the filters. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.